Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie a3 has jammed and cubie b3 was not closing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had jammed and was not closed for some reason. A field service engineer removed the cubie tray, found a med spill, replaced the tray, and unjammed the cubie pocket. The system functioned as intended after the field service engineer troubleshot the device.